Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.1, lab: ng, doctor's poc; (B)(6) 2011, ng, 1.4; (B)(6) 2011, 4.9, 3.5, 3.9. Pt's therapeutic range: 2.5-3.5. Inr. On (B)(6) 2011, pt had stroke-like symptoms and was admitted to the hospital. She was given lovenox, but had been off of it 3 days prior to 4.9 inr reading on (B)(6) 2011.